Event description:
The pt received a permanent scs system on (B)(6) 2013. It was reported the pt was unable to feel her left lower leg postoperative. The physician retracted the lead off of her spinal cord, but all devices are still implanted. The pt allegedly remains hospitalized. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.